Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Duo device. During the procedure, two port catheters were observed to have rips or tears and were deemed unusable. The procedure was subsequently completed using an alternative device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.